Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit displays motor fault, circuit disconnect, low peak inspiratory pressure, low minute ventilation, and transducer fault alarm. The customer performed troubleshooting, but the issue was not resolved. The customer reported the turbine differential transducer failed calibration testing. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.